Event description:
According to the information received, a device would not pass from the introducer into the sheath which resulted in substantial increase of blood loss. A larger sheath was ultimately required with increased potential of vessel injury.

Manufacturer narrative:
The returned sheath was decontaminated and inspected. Visual inspection noted minor damage consistent with damaged encountered by shipping. A test pda occluder of the same size used in the field was loaded, advanced, deployed, and retracted through the delivery sheath with minimal effort. The performance described in the original report could not be replicated; however, returned product testing did not have access to the implanted pda occluder. The patient was 22 months old at the time of the procedure. A representative in the cath lab estimated the blood loss at 50 ml.